Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was identified during a review of a returned homechoice. There was no evidence that any problems with the hc contributed to the system error. The assignable cause was not determined. The lot information was unavailable; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A system error (se) 2240 was found during a review of the event logs of the homechoice device. No patient injury or medical intervention has been reported in association with this event. No additional information is available.